Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error every four hours. The customer's blood glucose was unknown. Troubleshooting did not occur for the insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump trace history analysis confirmed that the pump alarmed error 25 and power loss alarm due to the non sleep software anomaly.

Manufacturer narrative:
The power loss alarms and error 25 confirms in the long trace. Detailed trace analysis confirmed the pump alarmed error 25. The power loss after error 25. The error 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The insulin pump was received with minor scratched lcd window, case and keypad overlay.